Event description:
Event description guidant received information that the model 293-03 pacemaker could not be interrogated. A guidant sales representative was notified due to concern of loss of capture. It was discovered that the device had been changed with a biotronic pacemaker a few years ago, which was why it could not be interrogated with the guidant programmer. The physician elected to replace the other manufacture's device. During the replacement procedure the physician clamped the leads and the existing right ventricular lead fractured. Other existing fractures were also noted in the lead. Both leads were abandoned surgically. The model 1295 device was intended to be implanted, however it was not used due to the lead issue. No adverse patient effects were reported.